Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time). The sample initially resulted as 0.076 ng/ml accompanied by a data flag. The customer repeated the sample per laboratory protocol. The sample repeated as 0.010 ng/ml accompanied by a data flag. The customer then questioned the original result and tested the quality control. The quality control was within range, so she repeated the test a second time from a different sample aliquot, resulting as 0.010 ng/ml accompanied by a data flag. The sample was repeated a third time, resulting as <0.01. The customer believed the repeat result to be correct. The patient was not adversely affected by the event. The troponin t stat reagent lot number was 17016701 with an expiration date of 11/30/2013. The field service representative could not determine a cause but noted that the troponin t stat reagent pack had 10 or less determinations when the issue occurred and that replacing it seemed to resolve the issue. The operator replaced the reagent pack. The field service representative performed all s/r probe and sipper probe adjustment checks. He checked lld voltages, the syringe mechanism, and pinch tubing operation. Since replacing the reagent pack, the operator performed calibrations, quality control, and ran multiple samples with all results meeting specifications. Performance testing was run and the operator performed quality control with all results meeting specifications. No bad results were noted since replacement of the reagent pack.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. It was noted the customer was using a sample centrifugation force that was too high. This could not be excluded as a possible cause for this event.